Event description:
In 2005, the reporter from the hospital where the product was used, contacted lifescan alleging that the reported one touch ultra meter read inaccurately high compared to the laboratory. The reporter obtained a result of 121 mg/dl on the reported meter compared to a laboratory result of 87 mg/dl conducted within 10 minutes of each other. Quality control testing conducted on the product failed; control solution results of 127, 129, and 125 mg/dl fell outside of the control solution range of 92-124 mg/dl. The meter was replaced.